Event description:
Per end user hospital, sheath was placed in right femoral artery, aspirated and flushed. Approximately 10 minutes later physician tried to aspirate blood through the side arm but was unable. Doctor tried to flush and aspirate but was unsuccessful. Pulsetile flow could be seen in clear side arm tubing. Procedure was continued and successfully completed. No patient injury.